Event description:
This lead was capped and replaced due to low sensing. Patient had ventricular fibrillation that was detected and an appropriate shock was delivered, but the physician felt the lead would not reliably sense in the future. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.